Event description:
It was reported that a revision surgery is scheduled to address a loosened connection component.

Event description:
It was reported that a revision surgery is scheduled to address a loosened connection component.

Event description:
It was reported that a revision surgery is scheduled to address a loosened connection component.